Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Carefusion field service engineer (fse) was dispatched to evaluate the device. At this time, the device has not been returned to carefusion¿s failure analysis lab (fa lab). Fse report - ((B)(6) 2015) installed a fan and performed a user verification test (uvt).

Event description:
The customer reported "fan failure" on a vela ventilator. The customer reported patient involvement but no allegation of patient injury/harm. The device is available for evaluation and a return process have been initiated.